Event description:
The ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition occurred due to the device's system board and power management board. The system board and power management board were returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board and the power management board was found to be caused by failed components on the boards.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log. The device's system board and power management board were replaced to address the issues. The device failed steps during testing. The device's active exhalation control module was replaced to address the issues.